Manufacturer narrative:
The reported complaint of the autopulse platform (serial (B)(4)) won't power on because of autopulse li-ion battery will not fully seat in the battery compartment was confirmed during initial functional test. The investigation revealed that the root cause of the reported power issue was due to damaged battery connector cable, and the root cause of the reported battery seating issue was due to a bent battery lock. Both root causes are due to mishandling. During visual inspection, a cracked bottom enclosure was observed on the returned autopulse platform. This type of physical damage was likely attributed to mishandling and therefore, related to the reported complaint. The damaged enclosure was replaced. During initial functional testing, the returned autopulse will not power on. To remedy the power issue, the battery connector cable and a bent battery lock were replaced. After parts replacements, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse with serial number (B)(4).

Event description:
The autopulse platform (serial (B)(4)) won't power on because of autopulse li-ion battery will not fully seat in the battery compartment. Battery fits and works fine with backup autopulse platform. No patient involvement.